Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/10/2017 with the following findings: evidence of short battery life is illustrated with 10 count drastic voltage drop on (B)(6) 2017. Battery compartment is cracked from threads down to the case seal on the side. Returned battery cap¿s threads are stripped. Returned battery cap could fit but it was unable to secure to the pump. Moisture corrosion is observed in the battery canister . Leak test failed due a battery compartment leak. ¿ez-prime¿ steps were performed correctly, all currents reading are above specifications. A reported ¿short battery life¿ complaint is duplicated. Pump¿s cover was removed; further moisture corrosion was found to the cgm module.